Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter hole, fracture and fluid leak issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), e1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and four days post a catheter placement, the arterial limb allegedly had hole. It was further reported that device allegedly had break and fluid leak. Reportedly, the line was replaced. There was no reported patient injury.

Event description:
It was reported that five months and four days post a catheter placement procedure, the arterial limb allegedly had hole. Reportedly, the line was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and four days post a catheter placement, the arterial limb allegedly had hole. It was further reported that device allegedly had break and fluid leak. Reportedly, the line was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample, one 42cm hemostar d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Adhesive tape was observed on the red extension leg. The adhesive tape was removed for evaluation purposes. No anomalies were observed to the blue or red extension leg. An in-house syringe was attached to the red luer and was patent to infusion and aspiration. No leaks were observed throughout tests. An in-house syringe was attached to the blue luer and was patent to infusion and aspiration. No leaks were observed throughout tests. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. No leaks were observed throughout tests on both luers. Therefore, the investigation was unconfirmed for the reported hole, fracture and leak issues are no anomalies were noted in the catheter upon sample evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.